Manufacturer narrative:
Although the hospital submitted a medwatch, they noted that there was "no harm to patient". The incident was not reported to the manufacturer. The manufacturer contacted the hospital for additional information and requested the device for evaluation. The manufacturer was informed the device is unavailable. (B)(6) from user facility ((B)(6) hospital) stated there were no adverse events related to this incident and the stimulator was never near the patient. The needle disconnected before any patient contact. A second stimulator was opened and used. Ms. (B)(6) also stated that she did not check the adverse event box on the medwatch form. She states that the stimulator was not saved and that she also did not check the box on the medwatch stating that it was available for evaluation. Per ms. (B)(6), sometimes there are "problems with the form".

Event description:
User facility submitted a medwatch report to FDA. FDA sent a copy of the report to the manufacturer, which was received on december 12, 2017. The report states that prior to using the equipment, while uncapping the needle, the needle disconnected from the wire. There was no harm to patient and the device was removed from the surgical field.